Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration associated with partial clip movement and slda appear to be related to patient morphology/pathology. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was performed for the reported event. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report incomplete coaptation, migration, and recurrent mitral regurgitation. It was reported that on (B)(6), 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, barlow kind of tissue, and pillowed leaflets. Two mitraclip xtws were implanted without issue, reducing mr to a grade of 1-2. After the procedure, it was stated the second implanted clip moved on the leaflets. The following day, echocardiography showed the second implanted had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to slightly increase to a grade of 2. No additional information was provided.